Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that there was no stimulation sensation. It was reported that the implantable neurostimulator (ins) seemed to have malfunctioned. The reporter stated that the device worked for a while but then the patient started to not feel stimulation. The device was checked with the clinician programmer and turned all the way up, but the patient didn't feel anything. The reporter stated that the device 'totally malfunctioned' two months after implant. It was reported that both the ins and the leads were replaced in (B)(6) 2012. It was also reported that the health care provider checked the leads and they were fine, and the ins was replaced. It was unclear if only the ins or both the ins and leads were replaced. The reporter stated that the patient's pain was at a 10 and was now at a 5-7. It was noted that the patient had tia (transient ischemic attack) which caused mini strokes. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).